Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06916 it was reported that patient presented to the emergency room on (B)(6) 2021 complaining of receiving inappropriate shocks from their right ventricular lead. Further investigation found that the implantable cardioverter defibrillator (ICD) was also in backup mode. The backup caused a loss of electrograms and no backup defibrillation mode. The right ventricular lead, along with a non-complaint lead, was capped on (B)(6) 2021. The ICD was also explanted during the same procedure. No patient condition after the procedure was reported.

Event description:
New information received noted that noise over-sensing was the cause of the patient's inappropriate shocks from their right ventricular lead.